Event description:
No osseointegration. Psychological disorder, xerostomia, smoker. Two implants done on the same day and oly one failed. Patient felt implant loose and it came out with the denture adhesive